Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed a red-box error, was beeping, and was not delivering insulin, while the user had difficulty reading the on-screen text due to poor eyesight; the app appeared unresponsive during a manual sync attempt and the likely pump notification was interpreted as a sensor disconnected message after a new cgm sensor was started earlier the same day. Symptoms included hyperglycemia with an app-displayed blood glucose around 324 mg/dl, though the user reported feeling well. Outcomes included troubleshooting and education on app syncing, pump navigation, conservative carbohydrate intake, and guidance to connect the cgm or enter a blood glucose value. Investigation included remote assessment of device behavior, review of user-reported alarms, and guidance to verify cgm pairing. Investigation of this case revealed a probable cgm pairing or connectivity issue resulting in the pump not receiving glucose data and suspending automated insulin delivery, compounded by user interface readability limitations that hindered resolution. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.